Event description:
On (B)(6) 2012, the patient was implanted with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. After cannulation of the contralateral gate, a 12 fr gore dryseal sheath was inserted and pushed the trunk-ipsilateral leg component proximally covering the renal arteries. A balloon was inserted in attempts to pull the device below the renal arteries, but this was unsuccessful therefore, the patient was converted to open surgical repair. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all specifications for release. The device was discarded at the facility and intra-operative images were not available.